Manufacturer narrative:
Investigation summary: bd received samples for investigation, and four photos were provided for evaluation. The assessment of the photos showcased edta clumps. A total of 100 returned samples were visually inspected, and no edta clumps were found. The additive in the samples has yellowed slightly on irradiation due to the size of the deposit, which is recognized as an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retained samples were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were droplets inside 1000 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® k2e 10.8mg plus blood collection tubes there were droplets inside 1000 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.